Manufacturer narrative:
The used company iii (d) cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had a pressure mark on the bottom that started mid-nozzle, possibly caused by the plunger. The pressure mark lead directly to an aneurysm that started on the bottom of the nozzle. The aneurysm widened as it moved in the thinner tip material. The cartridge was not broken. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported company iii (d) cartridge issue may be related to a failure to follow the instructions for use (IFU). The used company iii (d) cartridge was returned. The cartridge tip was not broken. The cartridge had an aneurysm that started on the bottom of the nozzle. The aneurysm widened as it moved in the thinner tip material. The cartridge had a pressure mark on the bottom that started mid-nozzle, possibly caused by the plunger. Top coat dye stain testing was conducted with acceptable results. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. In addition. There did not appear to be adequate viscoelastic in the cartridge. This type of damage may also occur if the lens/plunger were not positioned correctly for advancement as this can cause the lens to fold around the plunger tip. The pressure mark observed leading to the aneurysm may indicate the lens/plunger were not in acceptable positions. It is unknown if qualified products were used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens loading cartridges are breaking/snapping while inserting lens into the patient eye. Additional information has been requested.